Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose results were meter 90 and lab 145 mg/dl. Tests were done within 15 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.